Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a report by a consumer with supplemental information by a physician in (B)(6) of bacterial peritonitis and pyrexia in a patient (approximately in his 50's) coincident with dianeal-n pd4 ambuflex (dianeal-n pd-4 pd solution) therapy. On (B)(6) 2012, the patient began dianeal-n pd4 ambuflex (2000ml, 3x daily, lot number not reported) intraperitoneally (ip) for chronic renal failure. As reported, dianeal therapy was ongoing. On (B)(6) 2012, during a call with baxter (B)(4) technical service center, the consumer reported the patient experienced pyrexia and bacterial peritonitis manifested by cloudy peritoneal effluent. On (B)(6) 2012, the patient was hospitalized for bacterial peritonitis. The patient was treated with cefmetazone (cefmetazole sodium, dose, route and frequency not reported) for the bacterial peritonitis. The physician reported that the events were caused by shortcomings of the connecting method of the patient. Treatment for pyrexia was not reported. At the time of the report, the patient was not recovered. Concomitant therapy was not reported. Per the reporter, the events of pyrexia and peritonitis were not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported the cause of the peritonitis was due to short comings with connection method by the patient. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.